Manufacturer narrative:
Correction: annex b: b21. Annex c: c21. Annex d: d16. Additional information: device available for eval?, returned to manufacturer on, device return to manuf .?, device eval by manufacturer? Annex a: a070903, a0401, a0404, a1801. Annex g: g0301204, g0201204, g04061, g04052, g0405206. Annex b: b01. Annex c: c0201, c070606, c0703 annex d: d07, d02 h3 other text : se.e manufacturer narrative.

Event description:
It was reported that the device had alarm - error codes / messages with error code 351.6660.0. There was no patient involvement.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had alarm - error codes / messages with error code 351.6660. There was no patient involvement.